Event description:
Customer reported an issue with a pump regarding "weak battery". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.